Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician detected the lead was dislodged when performing follow up of the implanted device. The physician observed the device detected the qrs, but did not capture. By using x-ray, the lead was observed to be on the right atrial. The physician decided to reposition the lead, but during the intervention decided to replace completely, because it was difficult to handle the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analysis noted tissue/blood visible in helix. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.